Event description:
It was reported that, prior to the elective pulse generator replacement procedure, myopotential noise was observed on this right atrial (ra) lead via the atrial channel. Several tests were performed, demonstrating stable and adequate ra lead parameters, aside from the presence of myopotential noise. The physician subsequently decreased the ra sensitivity. The suspected cause of the noise was initial deterioration of this lead. No adverse patient effects were reported. This ra lead remains in service. Additional information was provided. The field representative reported that in certain cases oversensing could be reproduced in the atrial channel; however, following reprogramming, noise was no longer oversensed during provocative maneuvers. No adverse effects on the patient were reported. This ra lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.